Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the clinic with syncope and bradycardia. Upon device interrogation, the right atrial (ra) lead exhibited possible intermittent far field r-waves oversensing on current and stored electrograms (egm) which may have prevented device from switching out of mode switch. The ra lead remains in use. No further patient complications have been reported as a result of this event.